Manufacturer narrative:
(B)(4). Additional narrative: the device is currently being evaluated by baxter. Upon completion of the evaluation, or if any additional information is received, a follow-up will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional narrative: one unit was received by baxter for evaluation. Visual examination of the unit showed no evidence of a broken fill-port; therefore, the reported condition of "broken fill port" could not be confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that the fill port of one (1) infusor lv5 device had broken off during filling in an unknown care area. According to the report, when the syringe was connected to the device to begin filling, "the stress member and the syringe were spinning". There is no patient involvement. No additional information is available.